Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose (bg) was 523 mg/dl. A manual insulin injection was administered to address bg.